Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single port (sp) instrument arm drape could not be installed; it comes off quickly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sp drape for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was reported no damage was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument arm drape accessory was analyzed, and the complaint was not confirmed by failure analysis. The reported event with the accessory could not be replicated nor confirmed. The accessory was installed in the in-house system and passed recognition and engagement without any issues. All four sterile instrument adapters were successfully installed. The cannula sterile adapter was also installed without issue. The sp system's drapes were also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinths remained intact, and no abnormal noise or friction was observed when rotating the instrument drives 180 degrees in both directions. The accessory was fully functional. A visual inspection was performed, and no damage was found. No product issue was identified.

Event description:
Refer to h11 for follow-up information.